Manufacturer narrative:
H6: investigation summary: a 20019e7d sample was not available for investigation of this feedback; however the customer indicates that connection difficulties were identified when attempting to connect a polymed infusion set to the smartsite component. The customer provided a photograph of the packaging confirming the affected lot number to be 20097041. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20097041 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day disconnected. The following information was provided by the initial reporter: customer complained difficulty in connecting IV set and smartsite bi extension. The luer slip tip was popping out as soon as they tried to fix it with IV set. IV set used was of competitor- polyfusion by polymed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day disconnected. The following information was provided by the initial reporter: customer complained difficulty in connecting IV set and smartsite bi extenstion. The luer slip tip was popping out as soon as they tried to fix it with IV set. IV set used was of competitior- polyfusion by polymed.